Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the slda and poor image resolution appear to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received confirming that the last ntr mitraclip was implanted to stabilize the single leaflet device attachment (slda). No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip (cds0601-xtr, 90603u215) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The xtr clip delivery system (cds) (cds0601-xtr, 90603u215) was withdrawn mid procedure to re-key the cds as when using the m knob the cds would deflect the opposite way. Outside the patient anatomy, the clip cover was noted to be snagged (damaged). There was no resistance noted when the cds was advanced or withdrawn during the procedure. A new xtr cds (cds0601-xtr, 90605u117) was advanced and the clip implanted successfully. However, after clip deployment, it was noted that the xtr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An ntr cds was advanced to the mitral valve and the clip was implanted. An additional ntr clip was used to complete the procedure reducing mr to 3. During the procedure imaging was difficult due to shadowing. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.